Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for supra ventricular tachycardia (svt) detected as ventricular fibrillation (vf). The patient also reported their "heartbeat was irregular" and the device "didn't do what it was supposed to do." The device remains in use. No further patient complications have been reported as a result of this event.